Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. We could not find any parts except the device in the package. It was judged that the device was used during procedure. The tissue pad of the device was missing. The fragment was not returned. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
When the user opened the package of the subject device, the user found a separated part. There was no patient injury reported. No further information was provided. On april 9, 2019, olympus medical systems corp. (Omsc) found that the tissue pad was missing and the coating of the probe was partially missing. It was not reported that the fragment fell into the patient. This is the report regarding the missing of the tissue pad and the probe coating.